Event description:
This report was received by baxter (B)(4) on (B)(6) 2010 from (B)(6) hospital advising on (B)(6) 2010 an aquarius machine reportedly finished the programmed treatment in two hours versus the ten hour programmed time. The medical team was informed, as the patient's blood pressure dropped to an unknown level. The patient was given 10ml/kg of fluid to correct the drop in blood pressure.

Manufacturer narrative:
(B)(4). The device was evaluated on-site by a baxter field service technician. The aquarius machine passed the self test without any issues. Upon examining the history, the following information was noted: the treatment was started on the (B)(6) 2010 at 22:23 hours and ran until (B)(6) 2010 03:33 hours. The program was set for continuous veno-venous hemofiltration (cvvh). The blood pump speed was 80 ml/minute, predilution 1120 ml/hour, postdilution zero, and fluid loss 60ml/hour. The program was reset at 01:38. At 01:55 the 1st notable alarm was "change filter and set". Between 01:56 and 03:25 a total of 29 "balance" alarms were observed. The actual fluid loss from reset at 01:38 to 02:38 was 230 ml and at 03:33 it was 630 ml. At 03:33 the treatment was stopped and the set taken down. The machine was checked at the unit and found to be working correctly. The machine is back in use at the unit, which was confirmed by hospital contact. This device is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the device is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This is a known issue and is being addressed by the supplier (B)(4) through a design change project and field corrective action. Training of the facility staff has been conducted regarding this issue and notification sent to (B)(4) customers. In addition, baxter has initiated a supplier corrective action report (scar) to address the issues identified during the investigation of this report. The root cause is undetermined. A labeling review was performed. When a balance alarm occurs, the user should address the cause of the alarm and not override the alarm. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A device history review was also performed, finding that no exceptions related to the reported condition were noted during the manufacturing of this device. A trend review regarding balance alarms and total fluid loss were identified by the previous supplier of aquarius (edwards lifesciences) and corrective actions have been taken by the current supplier.